Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 22-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test (as per pfs)". The patient's medical history included body mass index normal and gallbladder disorder nos. Previously administered products included for prevent pregnancy: birth control pills from 2007 to 2008 and depo provera from 2005 to 2006. Concurrent conditions included nickel sensitivity since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one) : weight gain"), 2 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives/ allergy symptoms") and dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth/ allergy symptoms"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and swelling ("I had swelled up immensely"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, urticaria, dysgeusia, headache, weight increased, vulvovaginal pain and swelling had resolved and the migraine outcome was unknown. The reporter considered dysgeusia, headache, migraine, pelvic pain, swelling, urticaria, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Allergy test - in february 2009: the test come back positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test (as per pfs)". The patient's medical history included body mass index normal and gallbladder disorder nos. Previously administered products included for prevent pregnancy: birth control pills from 2007 to 2008 and depo provera from 2005 to 2006. Concurrent conditions included nickel sensitivity since (B)(6) 2009. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one) : weight gain"), 2 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives/ allergy symptoms") and dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth/ allergy symptoms"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and swelling ("I had swelled up immensely"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, urticaria, dysgeusia, headache, weight increased, vulvovaginal pain and swelling had resolved and the migraine outcome was unknown. The reporter considered dysgeusia, headache, migraine, pelvic pain, swelling, urticaria, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Allergy test - in (B)(6) 2009: the test come back positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received : reporter information was updated. The event injury was updated to pain. New events: allergic or hypersensitivity reaction type: hives, allergic or hypersensitivity reaction type: metallic taste in mouth, migraines, headaches, weight gain, vaginal pain, 'she did not undergo essure confirmation test' were added. Medical history, lab data and historical drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.